Event description:
A c2602 cusa excel 36khz straight handpiece was being used on a patient, who was prepped, for a procedure (type of procedure not specified) when it malfunctioned. The problem was described as follows; the unit was primed and tested fine, but when the surgeon tried to use it on the patient, it would not work. The procedure was delayed approximately 15 minutes. When it did not work, she proceeded as the case was originally scheduled. The facilities' other handpiece was not sterile. The patient did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.